Event description:
It was reported that the patient had been experiencing a loss of stimulation sensation for approximately one week. No known accident or incident was related to this event. Impedance readings were: 0, all >3600; 1, and 2 and 7 okay, all others >3600; 2, and 7 okay, all others >3600; 3, all >3600; 4, all >3600; 5, all >3600; 6, all >3600; 7, and 1 and 2 okay, all others >3600; 8-11, all >3600; 12-15, all in range. Several of the electrodes that showed "good" impedances were not receiving stimulation. Fluoroscopy revealed that one of the extensions may have the insulation pulled back. The patient was programmed to 7- and 2+ and was able to get stimulation that covered the patient's pain pattern. Refer to manufacturers report #3004209178-2012-00043

Manufacturer narrative:
Stimulator: model 37711, serial # (B)(4), implanted: 2006 (B)(6), explanted: unknown. Recharger: model 37752, serial #(B)(4). Programmer: model 37742, serial #(B)(4). Programmer: model 7434-e, serial #(B)(4). Lead: model 3998, serial #(B)(4), implanted: 2003 (B)(6), explanted: unknown. Lead: model: unknown, serial #(B)(4), implanted: 1998 (B)(6), explanted: unknown. Extension: model 3708260, serial #(B)(4), implanted: 2006 (B)(6), explanted: unknown. Extension: model 7495-51, serial #(B)(4), implanted: 1997 (B)(6), explanted: unknown.